Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the proximal and distal conductors of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was obstructed by a stylet /guidewire fragment. There was foreign material on the distal conductor of the lead and it was obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Electrical resistance and cross continuity test results were within specification. Visual inspection found conductors distorted and foreign material visible inside lumen. Performed destructive analysis, there was a competitor guidewire fragment inside lumen. (B)(4).

Event description:
It was reported that during an implant procedure for a system upgrade, high thresholds were indicated on the attempted left ventricular (lv) lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.